Manufacturer narrative:
Analysis confirmed the customer comment of a broken connector, the output connector assembly was broken. It was additionally noted that the lower case was damaged, the hanger assembly was broken, the display wire was pinched with its wire insulation exposed, multiple errors were observed and it was deemed that its main printed circuit board was out of specification electrically and it was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector was broken on the external pulse generator. The generator was returned for service. There was no patient involvement.